Event description:
Terumo medical corporation received the following reported information: the white sheath to be inserted with the dilator are not properly tapered. Their distal end is flared which prevents the device from being inserted into the femoral artery and leads to placement failure. There was no patient harm. Additional information was received on 26sept2025: the distal end flared before attempting to insert into the femoral artery. The distal end flared before attempting to mate the sheath and dilator. There was no damage to the packaging.

Manufacturer narrative:
A6: race: requested, not provided. D4: lot number: requested, unknown. D4: expiration date: unknown due to unknown lot number. D4: UDI: unknown due to unknown lot number. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. H4: device manufacture date: unknown due to unknown lot number. The actual device is not available for return; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for a sheath mechanical damage. The exact root cause cannot be determined. The device history record (DHR) was unable to be reviewed since a valid lot number was not identified. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).